Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, two gore tag thoracic endoprostheses (lot# 03942465 and lot# 03994298) were implanted.

Event description:
In 2007, two gore tag thoracic endoprosthesis were implanted to repair a penetrating ulcer. During the procedure, a proximal type I endoleak was identified. Post-procedure, the patient presented with an acute dissection of the visceral segment of the aorta. The patient's creatinine levels were elevated and the patient developed renal insufficiency. Two months later, two genesis balloon-expandable stents were implanted within the right renal artery. An arteriogram revealed that the right renal artery was patent.